Event description:
It was reported that patient faced an event where infusion set tubing leaking at the site on (b)(6) 2026 leading to high blood glucose and treated with Correction bolus using pump

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.